Event description:
It was reported that the atrial lead had partially dislodged and no longer was capturing. When the physician was extracting the atrial lead the right ventricle lead dislodged in the process. Repositioning was not possible due to scar tissue in the superior vena cava area. Both leads were extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.